Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop message on their mx40 device. There was no patient harm reported by the customer.

Event description:
At bench repair it was found there was no audio from the mx40. There was no report of a patient injury or harm.